Event description:
On october 6 I woke up with a major eye infection on my right eye, I went to urgent care to get medication, thinking it was pink eye. They gave me eyedrops for pink eye, and within three hours I had a severe adverse reaction to the eyedrops, I had a burn on my eyelid, and my cornea, and I am now blind in my right eye. I switch to antibiotics my eye infection got better, but I am still blind. I went to my doctor, the hospital twice and an ophthalmologist twice and no one can find out why I'm blind in my right eye. Then I saw the report yesterday about the up and up contact solution which I use because I use contacts. I actually used them for days ago and my eye infection is back, and I'm still blind in my right eye. I've done mris, ultrasounds, every item is known to man been in and out of the hospital, and we cannot figure out what has made my right eye blind, except maybe the up and up solution drops. I have severe nerve damage in that right eye and pain. I can forward you over my medical files because there were so many test taken, at so many different places. I went to five doctors.